Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. (B)(4). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a female patient underwent a breast surgery with two unspecified mentor breast prostheses and experienced generalized illness symptoms including breast implant illness post-operatively. The patient also mentioned having bilateral capsular contracture (baker grade unknown). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is also unknown if the patient¿s devices were gel or saline devices. In the absence of clarifying information, the devices will be reported indicating gel devices. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the left side device.

Manufacturer narrative:
On february 08, 2023, mentor received additional information regarding the patient, device, and event information. The patient's date of birth has been updated to (B)(6), 1975. The patient's race has been updated to white. The patient's ethnicity has been updated to not hispanic/ latino. The device date of explantation has been updated to march 13, 2014. The patient procedure was a primary breast augmentation. The capsular contracture's baker grade level was reported to be baker grade 4. It was reported that the patient had the device explanted on (B)(6), 2022. The impacted device was determined to be a 575cc mentor memorygel breast implant. The catalog number has been updated to 3505751bc. The lot number has been updated to 6680880. The serial number has been updated to (B)(6). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On february 15, 2023, mentor received additional information regarding the patient's age and diagnosis. The patient's age at the time of event was 40 years old. It was reported that the patient also experienced autoimmune disorder symptoms including connective tissue disease, raynaud's syndrome, psoriasis, pain, fatigue, facial rash, dry eyes, dry mouth, redness, itching, and swelling. The date of event was reported to be january 01, 2016. All relevant fields, including the complaint's coding, has been updated to reflect this additional information. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture and autoimmune disorder. Manufacturer¿s reference number: (B)(4).